Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: meter strip connector issue - missing/bent/damaged ground pin.

Event description:
Customer states meter is not turning on upon test strip insertion. Customer states that she is confused and seemed very nervous. Customer was advised to seek medical attention, based on her symptoms, but customer refused. Customer confirms proper testing technique. Customer verified using vial lot # rr4482 for more than 4 months and that the meter was coded with chip number (B)(4). Customer states a new battery was used and it was properly installed. It was confirmed by the customer that the meter powered on by manually pressing the "s" button.